Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. The following information was requested, but unavailable: - were there any adverse consequences associated with the patient? - it was reported that "the suture broke many times." Could you clarify whether this refers to the same suture breaking multiple times or if more than one suture was involved? - how many devices demonstrated the alleged deficiency? - were there any unexpected outcomes or complications resulting from the prolonged surgery time? - how long, in minutes, did the surgery prolong? - which tissue was being sutured when the event occurred? - was additional dissection required in other organs/tissues other than the target tissue? - was there any change in the patient¿s post operative care due to the prolonged procedure? - could you kindly provide the product code and lot number, please? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. At 11:40 am, after the patient's pacemaker was in place, the surgeon found that the toughness of the suture was insufficient when fixing the pacing electrode. When tying the knot, the suture broke as soon as it was pulled, and it had to be re sewn several times. During surgical suturing, the suture broke many times and the suture was replaced. Multiple re-suturing prolonged the suturing time. No adverse patient consequences were reported. Additional information was requested.